Event description:
It was reported that the demo 9900 system column up/down drive is sluggish and the ups booted up with problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced vertical lift power supply (ps3) and ups (universal power supply). The system was tested and found to be working as intended and placed back into service.